Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient came in for refill two days ago and the pump continued to alarm after the patient went home. The hcp stated the patient was back now and he reinterrogated the pump, checked logs, and no new alerts were populating. Technical services confirmed the hcp had already clicked into a workflow and updated the pump. Technical services also confirmed the patient had reached low reservoir (lra) prior to the refill and confirmed the hcp had updated software on tablet and iterated that this was a known issue where lra was not silenced after the update. Technical services had the hcp reinterrogate the patient's pump and confirm no active alarm banner was present and pump alarm had been silenced.